Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection was performed, and a cut was observed on the pebax surface with reddish material inside. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The device tip was dissected, and it was found the adhesive was correctly applied. A manufacturing record evaluation was performed for the finished device 31439054l number, and no internal action was found during the review. The force and blood issues reported by the customer was confirmed. The potential cause of the open circuit cannot be determined. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The catheter instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax surface with reddish material inside. Initially, it was reported that the catheter did not work from the beginning. It was doing the "funky chicken" on the 3d mapping system and once the catheter was removed, they had noticed that there was blood within the tip of the catheter, under the electrodes. They also could not zero the force. They pulled a new catheter to complete the procedure. There was no patient consequence. The foreign material (blood), visualization and force issues were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 17-jun-2025.